Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event. But the investigation found faulty patient board set causing no image with 180 scopes. Additionally, the evaluation uncovered worn out picture in picture (pip) connector which caused poor connection. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the evis exera iii video system center to olympus and reported there was something in the device that caused it to malfunction (color on the radiance). Upon inspection and testing of the returned device, no image was found due to a faulty printed circuit board. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, no cause can be established at this time. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.